Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac vein. An 18x90/10fr uni plus 75cm wallstent endoprosthesis was advanced and deployed. Following stent deployment, a 18-4/5.8/75 xxl esophageal balloon catheter was advanced through the wallstent for dilatation. However, upon inflation at 5 atmospheres, the balloon ruptured. The device was removed and was replaced with another 18-4/5.8/75 xxl esophageal balloon catheter but it also ruptured upon inflation at 2 atmospheres. The procedure was completed with another of the same device. No patient complications reported and the patient is fine.